Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, they noticed the haptic got distorted. There was no patient contact. The procedure was completed on the same day. Additional information was requested but is not available at the time of this report.